Event description:
Caller reported damage to tandem charging cable, and it was unknown if the charging supplies were still functional since the customer no longer had them. There was no adverse impact to the customer's blood glucose level. Technical support decided to send replacement charging supplies via 2-day shipping and advised the customer against using third-party charging supplies, which the customer acknowledged and understood.